Event description:
It was reported that while engaging the speedstitch suturing device, the needle cassette would not pick up the suture. Another needle cassette and suture cartridge was loaded into the handle and again, the needle would not pick up the suture. As a result of the reported event, the physician was required to pass the suture with a competitor's device. No pt complications were reported as a result of the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.